Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare's customer care specialist in our (B)(4) office that the gas inlet port of an rd900aeu neopuff infant resuscitator was broken. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The rd900aeu neopuff infant resuscitator is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.